Event description:
Customer called reporting bravo system was just placed, but while using the capsule, it did not detach from the delivery system. The doctor proceeded to break the handle and was able to successfully release the capsule. No injury caused to the pt.

Manufacturer narrative:
No pt injury has occurred following this incident.